Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stomach ulcer and chlamydial infection. Previously administered products included for an unreported indication: oral contraceptive pills and iud nos. Concurrent conditions included back pain, ovarian cyst, menstrual cycle abnormal and chronic cervicitis. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, adenomyosis, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2009. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, adenomyosis, depression, anxiety, migraines, headaches, nausea, dysmenorrhea, dyspareunia, vaginal discharge, abdominal pain & abdominal pain lower were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's past medical history included stomach ulcer and chlamydial infection. Previously administered products included for an unreported indication: oral contraceptive pills and iud nos. Concurrent conditions included back pain, ovarian cyst, menstrual cycle abnormal and chronic cervicitis. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, adenomyosis, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2009. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received - new event 'plaintiff had not undergone essure confirmation test' was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test". The patient's medical history included stomach ulcer and chlamydial infection. Previously administered products included for an unreported indication: oral contraceptive pills and iud nos. Concurrent conditions included blood pressure high since july 2013, back pain, ovarian cyst, menstrual cycle abnormal and chronic cervicitis. Concomitant products included propranolol for blood pressure high, medroxyprogesterone acetate (depo provera) in 2009 for contraception and bleeding genital, ethinylestradiol;norgestimate (ortho cyclen) from july 2013 to june 2014 for genital bleeding, omeprazole for stomach ulcer as well as amitriptyline, paracetamol (acetaminophen) and topiramate (topamax) since july 2013. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In january 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), the second episode of vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (robotic total laparoscopic hysterectomy. Right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, adenomyosis, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, the last episode of vaginal discharge and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure insertion date:(B)(6) 2009 & (B)(6) 2009. Have you had your essure (or any part of the device) removed? No. She received treatment for events pain and bladder/ urinary problem. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added events vaginal discharge, bacterial vaginosis and back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.